Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (300 mg/dl). Customer observed that the cartridge was cracked.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.